Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient was revised to address stem fracture. Doi - approx 7 years ago. - dor: (B)(6) 2011 (right hip). Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort and toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has also been provided. A liner and head are now being reported to address these issues.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the prodigy stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 5/29/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and fractured stem. The cup was noted to have a lot of anteversion, but wasn't revised and they were pleased with the stability. Prior to placing the final sleeve a small crack was noted in the proximal femur and was cabled. At this time it is unknown when this crack occured during the operation. No labs were provided for the alleged high metal ions. Part/lot being updated for the stem. The complaint was updated on: 6/23/2015.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the known product / lot combinations did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the prodigy stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges component fracture, metal wear, and metallosis.